Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the patient has had the pump for 2.5 years, and has not received any relief from it. If the dosage was increased or decreased there is no change at all in how the patient feels. It seems as though the medication was not going anywhere important. The patient believed the source of their low back pain was not within their spine and the medication was just not reaching where it needs to, or the patient stated they would feel something. The patient did not know how high their dosage was, though they believe it was low. The patient had been getting it turned down at appointments. The patient would like to get the pump dosage turned down more or turned off, before it needs to be refilled. The patient was supposed to get it refilled tomorrow, but preferred to not carry around a pump that was full if it is off. The patient cannot make it to get the pump refilled or adjusted tomorrow ((B)(6) 2017) because the patient was currently quite ill. The patient has something severe that has been going on for some time and cannot drive an hour to get pump refilled. The patient inquired if there was someone who could meet with the patient to get the pump turned down or turned off in the next few days as the patient cannot make it to a local appointment. The patient has discussed the lack of relief in great detail with healthcare professional (hcp) at every appointment since the patient got the pump, yet it was noted that the hcp offers no solutions. The patient got a new pain management hcp and had to go back on narcotics to get any kind of pain relief. The patient's new hcp agreed that the pump was not helping based on the results. The medication the hcp prescribed was the first real relief the patient has had since the surgery to get this pump. It was stated that in the future the catheter can be relocated to a more effective area. The patient wants the relief that it can offer if the medication reached the location of the patient's pain. However, for the current time the patient would like to proceed with the plan discussed with hcp because the patient was just at a point of extreme frustration with the pump and how far downhill the patient has gone with their pain since getting this pump. The patient has tried to find other hcps to manage the pump, to see if there might be things that need to be checked or other things to try, but neither the patient's primary care physician (pcp) or the patient had any luck finding someone. The patient would like a representative that is in this area to help before an alarm goes off. Event date was (B)(6) 2014 (implant as patient has not had relief). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on (B)(6) 2017 report there was not an event that caused a malfunction or things to go off course. It was noted that in three years the patient never received any pain relief from their pump. It was reported the patient had their pump implanted in (B)(6) 2014 and it simply did not work for the patient. It was not the patient's long term solution for their pain. It was noted that the patient was weaned off all pain medication after recovering from the pump insertion surgery. The patient had no withdrawal, was doing it slowly and managed, and the patient had no problem getting off medications. The patient was in a lot of pain. The managing healthcare professional (hcp) was informed the patient was in a lot of pain and the dosage was turned up. The patient told hcp that they were not feeling a difference when the dosage was turned up or when used personal therapy manager (ptm) to release extra medication. The patient said there was nothing; no relief; no different feeling of any sort. The patient did not feel the medication was reaching the source of their pain. Lidocaine was added to the morphine, but there was still no difference. The patient had to start taking oral medication tramadol to control their pain. The patient stated they were not able to get a prescription for anything strong enough to give the patient any kind of real relief because of the pump and the patient was basically left struggling in pain for all of this time. In this period of time the patient lost any of their social and active life that had still been remaining after these years of pain. The patient became housebound and some days needed a cane or a walker. The patient had to use a shower chair or take a bath, and could not drive or walk more than several feet. The tramadol only gave relief when the patient was not doing nothing, but sitting in a recliner or was lying down. The patient was frustrated and upset at what was happening. The patient was getting worse and was in too much pain to do anything. The patient told hcp they were not getting any relief and it was noted that the patient was getting more medication then they realize. The hcp told the patient that when medical marijuana becomes available it would help them more. The patient gained weight because of the years of uncontrolled pain. The patient did not understand why the hcp did not look into the location of the catheter going in to their spine to see if there was a better location or try another medication or to try something different when the patient was stating they were not feeling anything from the pump. The patient started looking for a new managing hcp for the pump, but did not have any luck due to their complex pain issues and they were not taking new patient's. It was noted that no hcp wanted to deal with the patient's pain issues. The patient noted that the last 2 refills they had the pump turned down because if it were helping and it was turned down that the patient would feel something, but the patient felt no change in any way. The patient found a new hcp about 5 months ago who put the patient on a long acting morphine oral medication. That was the first sign of relief from pain the patient had had since they got the pump in. The patient started feeling better on (B)(6) 2017. It was noted that the hcp finally gave the patient something strong enough to control the level of pain the patient was having. The patient did not feel in any way like the pump was changing the way that the medication worked or that the patient was getting an overdose or anything. It just made the patient feel a little better, and it was improvement and made the patient happy. They were still working on a better long term solution for pain relief. The patient told the hcp that they felt like the pump never did what is was supposed to do, and wanted the pump removed. The patient was supposed to get the pump filled around six weeks ago, but the patient was sick and could not make the appointment. It was noted it was the last chance before it would alarm. The patient decided to see what would happen if the patient let it go without changing the dosage lower. It was lowered twice. The medication ran out and the patient did not feel anything. The patient started beeping, and then alarming like a siren, and then alarming a lot more, and was now alarming a lot less. The patient was planning on going to see the surgeon as soon as possible to get the pump removed. It was noted that apparently the medication was going somewhere because when the patient went in for pump fills there was only a small amount of medication left in it. The patient was not sure why the pump did not work for them, but thought it may have been something was going on that no one knew what to look for. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8781 (B)(4) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. The hcp stated the pump was removed on (B)(6)2017 and the catheter remained in place. No further complications were anticipated/reported.